Event description:
It is reported that the patient was revised due to osteolysis and wear of the articular surface. Exact implant and explant dates are unknown. The devices are reported to have been in-vivo approximately 8 years.

Manufacturer narrative:
This report will be amended when our investigation is complete.